Manufacturer narrative:
This event occured in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The repeat results for patients one, three, and four were obtained from the behring bcs analyzer using the innovance reagent. An investigation was performed on retention strips with the lot number of 28117910. The results from all the measurements fulfilled the requirements.

Manufacturer narrative:
The customer returned a cobas h232 with serial number (B)(4) for investigation. All the results fulfilled the requirements.

Event description:
The customer alleged they received questionable d-dimer results for five patients on their cobas h 232 analyzer, serial number (B)(4). The second and fifth patient samples were repeated on a siemens behring bcs analyzer with the innovance reagent. Patients one, three and four might have had their samples repeated on a stago analyzer. The first patient's initial d-dimer result was 0.24 ug/ml. The repeat result was 1.93 mg/l. The second patient was a (B)(6) female born in 1955 weighing (B)(6). On (B)(6) 2013, the second patient's initial d-dimer result was 0.17 ug/ml. Based on the clinical picture of the patient, the doctor decided to perform further testing. On (B)(6) 2013, the repeat result was 1.81 mg/l. On (B)(6) 2013, the third patient's initial result was 0.41 ug/ml. The repeat result was 0.65 mg/l. On (B)(6) 2013, the fourth patient's initial d-dimer result was 0.67 ug/ml. The repeat result was 0.98 mg/l. The fifth patient was an (B)(6) male born in 1933 weighing (B)(6). On (B)(6) 2013, the fifth patient's initial d-dimer result was 0.31 ug/ml. Based on the clinical picture of the patient, the doctor decided to perform further testing. On (B)(6) 2013, the repeat result was 4.36 mg/l. It was unclear if the initial results for patient one, three, or four were reported outside the laboratory. Patients two and five were hospitalized based on the repeat results, not based on the initial results. During the hospitalization of patient five, inflammation of the "heart- step-maker" was recognized. The device was replaced. The discrepant roche result did not influence the decision to replace the device. The patient is back home and well. It was unclear if patients one, three, or four were harmed by this event. The customer's product was replaced and quality control was performed. Further parallel testing was suggested for this customer.